Event description:
New information received noted patient was stable with no consequences.

Event description:
New information received noted device was explanted and replaced on (B)(6) 2025. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available.

Manufacturer narrative:
Correction: section g3 ¿ the awareness date of emdr # 000890033 should have been 2 jul 2025 rather than 2 jun 2025.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was at elective replacement indicator (eri) level upon receipt. Visual inspection of the header did not find any anomaly related to the field concern. Additional inspection noted cautery marks consistent with the false end of service (eos) alert triggered. Review of the device image indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing. Electrical analysis performed indicated normal functionality. Further battery assessment at various pulse amplitude measured normal current level, and no indication of premature depletion detected. Longevity assessment was performed, and the device exceeded projected longevity indicating normal battery depletion.